Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed, and further defects were detected. In total the following defects were detected: blade worn, adhesive points on camera head worn, housing worn, leak between plug and cover. As already mentioned, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the probable cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which occurred during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and can lead to a temporary failure of the light. The instructions for use specify that a visual and functional check must be carried out before starting a procedure, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "low light". No negative impact in state of health reported.